Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022 a patient was implanted with proximal femoral nail antirotation (pfna) system. The pfna nail broke postoperatively. Patient underwent the removal procedure on (B)(6) 2022. The procedure was successfully completed. This report is for one (1) pfna ø10 130° l240 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h4, h6: a device history record (DHR) review was conducted: part # 472.265s lot # 500p068 manufacturing site: jabil bettlach. Release to warehouse date: 23.november.2021 expiry date: 01.november.2031 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.